Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported occlusion alarm, which was confirmed during evaluation. A review of the event history log identified occlusion alarm as downstream occlusion messages. The cause was determined to be the downstream no-tube reading and downstream tubing guide gap were out of specification. The force sensor was replaced and the downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed an occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.